Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) came out together when the device was retracted. Hemostasis failed and manual compression was progressed for fifteen minutes. There was no reported patient injury. The exoseal was stored, prepared and used by the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and 6f non-cordis vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. The indicator wire was not visible when the device was removed. A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. There was moderate access vessel tortuosity. The puncture site did have severe calcium. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use exoseal. The exoseal vcd was used in an interventional procedure with a retrograde approach used. The physician achieved certification on the use of exoseal and has used the device several times prior to this procedure. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the plug of a 6f exoseal vascular closure device (vcd) came out together when the device was retracted. Hemostasis failed and manual compression was progressed for fifteen minutes. There was no reported patient injury. The exoseal was stored, prepared and used by the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and 6f non-cordis vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. The indicator wire was not visible when the device was removed. A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. There was moderate access vessel tortuosity. The puncture site did have severe calcium. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use exoseal. The exoseal vcd was used in an interventional procedure with a retrograde approach used. The physician achieved certification on the use of exoseal and has used the device several times prior to this procedure. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received partially depressed, while the guard was locked. The plug was partially deployed, and the indicator wire was found partially deployed, where no abnormal conditions were observed to be present on the indicator wire. No csi was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white and red position. Due to the condition in which the device was received, a deployment simulation was completed correctly. Since the plug was received partially deployed and the indicator wire was partially deployed, the test continued by fully depressing the deployment lever, which resulted in the complete deployment of the plug and full retraction of the indicator wire. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿plug inaccurate placement¿ was not observed through analysis of the returned device since the plug was received partially deployed due to partial depression of the lever. Once the functional analysis was performed and the lever properly depressed, the plug was fully deployed and the loop was retracted. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue, especially since the received condition of the device did not match the description provided by the customer. It was reported that the wire was not visible when the device was removed, however, the device was received with the wire partially retracted. In addition, vessel tortuosity and calcification were reported. Special patient populations listed in the instructions for use (IFU), where the safety and effectiveness of the exoseal vcd has not been established, include those with a tortuous targeted femoral artery and those with visible calcium/atherosclerotic disease of the puncture site. Handling factors may have also contributed since the lever was not fully depressed. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. The user is then instructed to press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.